Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby0888 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the wires had a small kink in them just where the tip becomes floppy. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of kinked guidewire was inconclusive due to non-original product sample returned. The product implicated with the reported lot number is a 135 cm guidewire. One 180 cm guidewire was returned within a bard guidewire hoop. The guidewire extended approximately 45 cm outside of the hoop. Residual use material was present on the sample. The tip of the guidewire was observed to have a bend and a kink; however, since the returned sample does not resemble a bard/bd device and is not the guidewire included in the kit with the reported product number, the state of the original guidewire remains unknown. Therefore, the complaint is inconclusive due to non-original product sample. A lot history review (lhr) of reby0888 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wires had a small kink in them just where the tip becomes floppy. No other information was provided.